Event description:
On (B)(6) 2011, the pt experienced low blood glucose of 2.8 mmol/l (50 mg/dl) while driving. He stopped and ate a piece of glucose and felt slightly better. A short time later he ¿feeble¿ and wrecked his car. Further details regarding the car accident and treatment provided to the pt are not available. On (B)(6) 2011, the pt found the display of the infusion device was defective despite changing the power pack. He switched to the backup infusion device. The car accident was reported by the pt¿s insurance company on (B)(6) 2011. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.